Event description:
Notes from the cardiology consultation: ..."implantable cardioverter-defibrillator (ICD)...this device has reached electrive replacement indicator (eri). In addition, his ICD electrode, although functioning normally is on FDA advisory (st. Jude riata). The patient has had no therapy or syncopal episodes since the implant of his device." Notes from the operative report: "...the riata lead was examined under fluoroscopy. A stylet was passed down the lead and the active fixation device withdrawn. Gentle traction alone failed to remove the lead. The excimer laser was mobilized and with some prolonged effort, the lead was removed in its entirety without complication." The patient was "taken to post-anesthesia care unit (pacu) in satisfactory condition having tolerated the procedure well."